Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Description of event: catheter was broken behind the stent. "As per cc form": stent replacement, after pass the papille the catheter kinked and it wasn`t possible to place the stent> procedure was finished with a second evolution biliary. Patient outcome: a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence patient/event info - notes: requested.

Event description:
A supplemental report is being submitted due to completion of the investigation on 4 oct 2024.

Manufacturer narrative:
Device evaluation: the evo-fc-10-11-6-b device of lot number c2159162 involved in this complaint was returned for evaluation, with its opened original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 30 may 2024. On evaluation of the device, the following was observed: visual inspection: ¿ red safety tab not returned, ¿ directional button is in deployment position, ¿ safety wire still in place, ¿ red shuttle on 08th dimple, ¿ flexor break at distal end of clear section. Approx 11.7cm from white tip. Functional inspection: ¿ handle actuating fine for deployment and recapture. ¿ stent cannot be released. ¿ safety wire removed with no issue. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of the relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Please notify cook for return authorization.¿ there is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to tortuous patient anatomy. From the customer testimony it is known that the catheter kinked after passing the papilla, it is likely that a tortuous path/tight stricture led to the catheter kinking. It is possible that continued attempts to deploy may have led to a build-up of pressure at the kink resulting in the flexor breaking, subsequently leading to the deployment issues reported. The flexor was observed to be broken at the clear section during the lab evaluation. 03 attempts to get additional information were made with no additional information from the customer/rep received. Should the information become available, this file will be re-opened and investigated accordingly. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Confirmed quantity of 01 x used device. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The procedure was completed with a second evolution biliary stent.